Event description:
It was reported that foley catheter was used on (B)(6) 2021, and after injecting sterilized water into the balloon, it was confirmed that water flowed out from the drainage lumen and the balloon did not inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was used on december 17, 2021, and after injecting sterilized water into the balloon, it was confirmed that water flowed out from the drainage lumen and the balloon did not inflate.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible observations. The catheter balloon was attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately went into the drainage lumen at the bifurcation indicating lumen to lumen leak. This is out of specification, revision 15, which states, "cuts, perforations in the lumens are not allowed, the inflation and eyes perforation must not penetrate the drain lumen and must be properly formed". A potential root cause could be lumen compromised by a puncture or cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected